Event description:
It was reported that the implant wouldn't expand.

Manufacturer narrative:
Method: visual inspection,functional inspection, device history review, complaint history review, risk assessment; result: the devices were inspected visually and no visible damage was found. Functional test was performed on the returned devices. The devices functioned as intended when used outside of patient¿s body. The functionality related to in-vivo use could not be duplicated. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: the plausible root cause of the reported event is most likely implant's position in collapsed disk space and/or releasing internal locking mechanism.

Event description:
It was reported that the implant wouldn't expand.